Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level at time of incident was 400 mg/dl. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose was bolus. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer was using a cannula based infusion set. Customer forgot to fill the cannula dead space after removing introducer needle. Customer stated that when they disconnected their site for troubleshooting, a bunch of insulin flowed out. Customer declined to complete full troubleshooting. The devices will not be returned for analysis.